Event description:
It was reported that noise was observed. All electrical parameters were normal. The noise was confirmed on pocket manipulation. The pocket was opened to perform a tug test and the lead was found to be secure in the ICD header. Pocket was closed and noise was still present. The physician elected to leave the lead as is since patient was not dependent and noise would not affect therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.